Event description:
A consumer initially reported experiencing red, irritated eyes with use of this bottle of product. She stated that while out of town, she visited an optometrist who told her she has dry eyes and treated her with an artificial tear product (unspecified) and antibiotic eye drops. She discontinued lens wear. When the events resolved she resumed lens wear with the product and experienced the same symptoms. She indicated she visited her regular optometrist who suggested she continue the previous treatment and her eyes were better. Info was rec'd on 09/09/2010 from the consumer's regular optometrist who observed that her eyes were red and irritated after contact lens use. He reported that the consumer discontinued product use and switched to a hydrogen-peroxide based product. The optometrist stated the pt has dry eyes, so it could be a combination of the dryness and solution that caused the problem. He indicated the symptoms were moderate and resolved. On 09/10/2010, add'l info was rec'd from the consumer who reported experiencing eye discomfort and redness. She stated the doctor said it was viral conjunctivitis. When events resolved, she resumed lens wear with another multipurpose solution and her eyes were fine for a couple of weeks. She tried using the product again and her eyes were in extreme discomfort, red and teary. She discontinued lens wear and her eyes improved within four days. She stated she again resumed contact lens wear with another product w/o problems.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was rec'd. It is unk if the product was used according to labeled indications. Visual examination was conducted with no unusual findings. Batch records for lot 177148f were reviewed and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. Lot 177148f met all release criteria prior to product release. There are no similar reports for this lot. Add'l info was requested 08/18/2010, 09/03/2010, and 09/17/2010 from the consumer. A completed questionnaire was rec'd on 09/10/2010. Add'l info was requested from the optometrist on 09/03/2010 and rec'd on 09/09/2010. (B)(4).